Event description:
After obtaining 9 epochs in both the right atrium and then the left atrium, navx and fluro images showed that a firmap spline had broken at the distal end. The topera representative on site during the case indicated that at the beginning of the case, the physician had inadvertently inserted the firmap introducer too far into the valve of the sheath. This catheter was removed from the patient and the mapping procedure was completed with a subsequent catheter. No patient injury has been reported.